Event description:
It was reported to olympus that the device was not working properly. There was no pt injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned for evaluation. Preliminary evaluation of the returned device revealed a broken probe tip. It was observed that the distal area of the outer sheath revealed a crack which split open. The device was sent to the original equipment manufacturer (OEM) for further evaluation. The OEM investigation confirmed what was observed during the initial investigation. The OEM found a scratch on the tip of the probe which was the starting point of the crack.